Event description:
Per complaint (B)(4), it was reported that there was a fracture of the internal hex or external hex on an abutment during a dental implant placement procedure. The placement was manual. The implant was removed on the same day. No adverse patient consequences were reported.